Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, upon sensor removal, the patient alleged that the sensor wire broke from the wearable and remained in the skin, leading to swelling at the insertion site. On (B)(6) 2025, the patient consulted a physician and had an x-ray and ultrasound performed and received guidance to allow the wire to exit naturally on its own. The patient received a prescription for an oral antibiotic (flucloxacillin, dosage unknown) to address an infection. At the time of the report, no photo was provided, and the patient stated the site was improving. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.